Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2024 to remove the abutment due to development of scar tissue at the abutment site. The implanted device remains.